Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was observed in the battery compartment with no damage to the pump noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up to the verify screen with the appropriate audible and vibratory features. All the buttons functioned properly. Moisture was observed under the display lens. The battery compartment was cracked from the cap to the base seal. A leak test found a leak where the crack in the battery compartment was located. Unrelated to the casing issue, the verify screen was found to be dim and discolored. (B)(6).